Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributor. It was reported that pump failure/catheter failure occurred. The situation was unknown visually, and there was no abnormality during interrogation.

Event description:
Additional information was received from a foreign healthcare professional (hcp). It was reported that it was ¿almost impossible to send the drug solution, and volatility anomaly was observed.¿ it was further clarified that ¿almost impossible to send the drug solution¿ was a reference to the physician finding ¿improper infusion of the drug¿. Roller inspections were conducted several times and confirmed that it was working, but it was not moving at 60 degrees. Additionally, the drug solution and cerebrospinal fluid were attempted to be sucked from the catheter access port (cap), but almost no suction was capable, so the pocket was opened, and the spinal cord catheter was pulled out. ¿obstruction etc.¿ could not be confirmed visually. The catheter was not confirmed to be broken visually. There were no visible abnormalities. Both the pump and catheter were replaced. Both the pump and catheter were discarded.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg3ru9d04 explanted: (B)(6) 2020 product type catheter product ID 8781 lot# 0206593404 implanted: (B)(6) 2013 explanted: (B)(6) 2020 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received indicated that the catheter with lot number hg3ru9d04 was the replacement product for this event (implanted (B)(6) 2020, remains implanted and in use), and was not related to this reported complaint. The catheter associated with this reported complaint, which was explanted and returned as a result of this event, is catheter lot number 0206593404. Therefore, the previously reported analysis findings and codes for the catheter only pertain to catheter lot number 0206593404. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. "It was confirmed that the patient's symptoms improved after the start of oral administration of the antispasmodic drug. The roller inspection was performed again with the attendance of the sales rep of medtronic. It was confirmed that it did not rotate up to 60 °, but it rotated about 50 °. The patient was explained that the pump was working as a result of another roller test. The catheter was replaced and pump replacement would be talked about on the following day or the day after the following day. The patient was also explained that the test performed on the report day showed no problem with the pump, and it was considered that the catheter was likely to be occluded somewhere. Of course, the abdomen must be incised in order to replace the catheter, and the pump replacement would be decided in consultation with the patient."

Manufacturer narrative:
Continuation of d10: product ID: 8781; lot#: 0206593404; implanted: on (B)(6) 2013; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: 0206593404, implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 16-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor and manufacturer representative regarding a patient who was receiving gabalon (2000 mcg/ml; simple continuous 430 mcg/day) via an implantable infusion pump for syringomyelia, paralysis. It was reported that an inquiry about suspected under infusion had been received from a doctor. It was detailed that at the refill on (B)(6) 2020, the doctor removed 15 ml of the residual drug from the pump even though the expected residual volume would be 3.3 ml, this was reported to be an abnormal variability with an error of -88%. The previous refill (which had been the first refill with this pump) was done on (B)(6) 2020 and that was reportedly normal and the pump was refilled with 18 ml. In addition, it was reported the return of symptoms seemed to be present on this patient with spasticity slightly increased/exacerbation of spasticity. Troubleshooting was conducted according to the system troubleshooting diagnostic flowchart for under infusion, but they couldn't identify any causes. It was indicated that there were no problems from the refill and no programming errors. No problem could be identified from the x-ray. However, it was noted that they were not able to aspirate drug/csf from the cap (catheter access port) so the catheter contrast study could not be performed (also stated as "an attempt was made to aspirate drug solution and cerebral spinal fluid from catheter access port to perform a roller test, but it could hardly be aspirated). There were no pump alarms and no issues recorded in the pump event logs. It was noted they conducted the pump roller study three times, but the pump's roller did not move approximately 60 degrees: during the 1st test it hardly rotated; during the second test it seemed to have moved slightly from 20 degrees to 30 degrees; during the 3rd test it seemed to have moved approximately 30 degrees (20-30 degrees). An image of the 3rd test was provided with the report. On (B)(6) 2020, the physician explained to the patient that he would prescribe an oral antispasticity medication to observe the condition until a response was received from the manufacturer. The attending physician's assessment stated it was considered that somewhere in the system might be occluded, but they had requested assistance from the manufacturer based on the images provided. It also stated that it was considered the pump and catheter would probably be replaced and analysis of the products would be requested. The patient was reportedly staying at the hospital at the time of the report and the outcome was unrecovered. It was indicated that it was unknown if the causality of the volume discrepancy, inability to aspirate from the cap, and the exacerbation of spasticity was related to the pump/catheter/programmer or the surgical procedure. It was indicated that the causality of the exacerbation of spasticity was related to the drug. The manufacturer technical services team explained that based on the report that they could not aspirate from the catheter, the issue was likely due to a kink, twist, or other occlusion in the catheter. It was advised that it was unlikely to be a pump issue if there were no motor stalls in the pump event log. It was also explained that the manufacturer technical services could not identify a problem from the image provided because they would need to also see the time stamp of when the images were taken along with the reports of what was programmed for the bolus and over what period of time, but it was further noted that pump stall detection is quite accurate so relying on the pump logs is recommended. No further patient complications were reported.

Manufacturer narrative:
H6: fdm/annex b was updated to b17 as it was indicated the devices (8637-20 pump and two 8781 catheters) would be returned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a distributor. It was reported that replacement was performed. Just to be safe, aspirating the drug from the catheter access port (cap) was tried, but it could hardly be pulled, and the drug solution in the pump was almost the same as when it was filled. It was decided to replace both product. As of (B)(6) 2020 (the day after replacement), there was no exacerbation of spasticity. There was a desire to use the oral medicine together, so they would continue to monitor the condition of the patient. The patient¿s daily dose was set to 440 mcg/day, but the ¿withdrawal period was unknown¿, and since the patient was currently taking oral medication, programming would be performed at 50 mcg/day as a result of consultation on (B)(6) 2020.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0206593404 serial# implanted: (B)(6) 2013 explanted: (B)(6) 2020 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was decided to carry out the replacement procedure on (B)(6) 2020, but it was not clear whether replacement of only the catheter or of both the catheter and pump would be performed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned pump (serial number (B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned pump passed all testing in the laboratory and no anomalies were identified. The returned catheters were subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis of the sc connector and proximal segment of the catheter with lot number 0206593404 found an area of compression on the catheter body. Analysis of the pin connector and distal segment of the catheter with lot number hg3ru9d04 identified a kink in the catheter body. H6: code c07 pertains to the finding of the area of compression on the catheter body (on catheter with lot number 0206593404); code c13 pertains to the finding of the kink in the catheter body (on catheter with lot number hg3ru9d04). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.